Event description:
The patient's mother contacted lifescan alleging that the patient's one touch ultra meter was reading in the incorrect units of measurement. The medical affairs specialist spoke with the mother in 6/05. The patient was diagnosed with type 1 diabetes on year ago. She has used the reporter meter since her diagnosis. The meter was dropped more than once over the course of the year and the meter display was cracked. The mother stated that she had not reset the units of measurement in the meter settings. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. Though the meter had been dropped, the case is being conservatively reported as a product malfunction because the meter was in the wrong unit of measurement while th patient did not recall going into the meter settings.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.